Manufacturer narrative:
(B)(4) per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guide wire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guide wire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, patient and procedural factors [dislodgement of severe plaque/calcification during valve deployment] appear to have caused or contributed to the ventricular perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure after the valve was implanted a hematoma was noticed with tee at the left ventricle and the patient became hemodynamically unstable. After a few minutes the decision was made to put the patient on cpbp. A sternotomy was performed and the left ventricle had been perforated from calcified plaque just under the left main. Pledgets with sutures were used to repair the perforated site but the left ventricle continued to tear at the repair site. A patch was then sutured into place at the area and when the patient came off cpbp the patch began to tear as well. The patient expired shortly thereafter. The cause of death was uncontrolled bleeding from the left ventricle. The perforation was attributed to plaque that was pushed out of the left ventricle during delivery of the valve. The 3mensio report received confirmed bulky-severe annular calcification.